Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the pt's room, 3 days after the catheter was placed in the pt's right subclavian vein, the user found a hole in the catheter body approximately 2cm below the junction hub. As a result, the user removed the catheter, but it is not known if it was replaced. There was no reported delay, death, or complications to the pt as a result of this occurrence. The following medical solutions were used: elneopa no.1, elneope no.2, veen-d, and antibiotic solution.